Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the left lower extremity. A 2.0x60x150 sterling balloon catheter was advanced for dilation. When used it the first time, it worked successfully on a portion of the vessel, however, when it was took back and used it again, it did not deflated enough and get small enough to track back down over the wire. A 2x80x150 non-bsc balloon catheter was used to complete the procedure. There were no patient complications nor injuries reported.